Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4).the air in tubing (without alarm) was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center regarding air in the patient line; which occurred on the homechoice (hc) during use, during fill 1. The technical service representative (tsr) explained that much air in the line would have to end treatment. The tsr got the hp to end therapy. During follow with the home patient (hp) regarding reported problem, the hp would not provide further information regarding the reported problem. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.